Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Wash out for infection. The lot's were not provided. Left knee washout. Did the patient experience a post-op device malfunction? No, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? Yes, facility name of original implant? (B)(6) medical center, was device explanted? True, hardware/explant removal due to: septic knee, did patient require revision surgery? False, patient status/ outcome / consequences, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Infection, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe. Removal of hardware, is the patient part of a clinical study? Unknown, activity level: high, (B)(4) device property of: hospital, device in possession of: none, (B)(4) device property of: hospital, device in possession of: none, (B)(4) device property of: hospital, device in possession of: none, (B)(4) device property of: hospital, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.